Event description:
It was reported by remote transmission, the patient was admitted to the emergency department after receiving inappropriate therapy for rapid ventricular response to atrial fibrillation. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.